Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the issue. Troubleshooting indicated that the hospital had made changes to their pacs system. Working with an onsite third party, the rse changed the system configuration node and updated the database to automatically push to the new destination. Analysis of the system log file also indicated that there was a malfunctioning image processing pc (ippc) and the customer was advised to replace the ippc. No replacement took place but after the system's software was reconfigured and updated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not booting up and getting stuck 0:00 on bootup intermittently. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.